Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of the heater plate is not working and the patient is experiencing nosebleeds. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an dust-like contamination on the iso port, pca, blower box, therapy button area, blower motor and at the air inlet of the blower box. They observed black contamination, consistent with keratin at the air outlet of the blower box. They observed the corrosion on the heated tube power connector. The device's downloaded logs were reviewed by the manufacturer. There were 1 error found. The manufacturer concludes that there was not able to confirm the complaint of the heater plate is now working.